Event description:
It was reported that pump touchscreen became unresponsive and pump screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.